Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated there is an issue with the cobas infinity software in which a rule configured to interpret the quantitative result as a qualitative test. The reporter stated there was one sample order with a positive cocaine result and the technician repeated the result and it showed to be positive again. However, the same result was transmitted to the laboratory information system as negative. The technician then repeated the result on a different analyzer and the result was positive. The results were not reported outside of the laboratory.